Event description:
Customer was having issues with connecting a pt monitor to acuity central station. Welch allyn technical support remotely accessed customer's acuity system and determined terminal server could not reconnect. This resulted in a temporary inability to centrally monitor pts. There was no report of any pt harm as a result of this event. Welch allyn provided replacement terminal server to the customer. Welch allyn product service evaluated the returned terminal server. It was found that the terminal server fails to conduct power on self test (post). During the initialization phase of the post process, the terminal server gets stuck at the "checking sections from flash" point and won't proceed further. The customer did not provide any pt info.

Manufacturer narrative:
A terminal server is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn.